Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) showed an alert for charge time limit reached upon delivering multiple appropriate shocks. Upon interrogation, it was found that the ICD exhibited overestimation of the battery longevity following the shocks. No intervention was performed. The patient was stable.